Event description:
It was reported that the basket detached from the wire. A 190cm filterwire ez was selected for use. During preparattion, when the physician pulled the device, the basket fell off from the wire. The procedure completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the delivery sheath. The filter bag came back in undeployed state. Visual and microscope inspection revealed that the spring tip was bent, the wire was observed exposed through the sheath slit. The delivery sheath was stretched. Sheathing/unsheathing test could not be performed, due the wire was observed exposed through the sheath slit. No more damages were observed.

Event description:
It was reported that the basket detached from the wire. A 190cm filterwire ez was selected for use. During preparation, when the physician pulled the device, the basket fell off from the wire. The procedure completed with a different device. No patient complications were reported.